Event description:
Additional information was received that 13 days following the implant of the valve, pericardial effusion was observed. Subsequently, a pericardial window was performed. 2 months following the implant of the valve, the watchman procedure was performed for atrial fibrillation. 1 year following implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed an aortic valve mean gradient of 11.23 millimeters of mercury (mm hg). 10 months later, the patient was hospitalized for acute heart failure (chf).

Manufacturer narrative:
Updated data: a4. B2. B5. B7. H6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block.